Manufacturer narrative:
On (B)(6) 2017, a tandem clinical territory manager reported that the customer had switched the type of insulin used from apidra to novolog and has not received any further occlusions. The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 200 to 350 mg/dl. To address the bg level, the customer used insulin injections, a bolus via the pump and changed the pump supplies. A system check was performed using the current supplies on the pump and the occlusion appeared to be within the infusion set tubing. Reportedly, the customer had been using apidra insulin in the cartridge. The customer was aware that apidra was not labeled for use with the pump.